Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (tesla strength not reported) and the MRI was stopped. The clinician did not follow the manufacturer's instructions for use of MRI. The patient reportedly has been a non-user since. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to reposition the internal magnet. The implanted device remains.